Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced biofilm formation and recurrent infection at the implant site (date not reported). Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.